Event description:
A surgeon reports performing a lens exchange due to the patient's complaint of seeing a line that was causing blurring of her vision. The lens was replaced with the same model (different diopter) and the patient has had a good outcome. During telephone follow-up, the surgeon verified the patient no longer sees a line and her vision is better following the exchange.

Manufacturer narrative:
Evaluation summary: the returned intraocular lens was examined and verified to have signs of handling. One haptic was broken in the gusset area ( not returned), the optic was torn/split in two pieces and the optic was scratched. Lens bench testing was not possible due to the extent of damage. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. Additional information was requested by fax and mail on 09/21/2006. A completed questionnaire was received via fax on 09/26/2006. Telephone follow-up was conducted on 10/9/2006 to request pt's current status.